Event description:
A pt had essure placed in 2006 by another physician in another gyn practice. One spring passed vaginally spontaneously about 4-6 weeks after the springs were placed. She came to see me for menorrhagia in 2007. Endometrial biopsy revealed endometrial polyps, so a saline sonogram -hysterosonogram- was performed. This revealed no polyps, but showed protrusion of the device into the endometrium by 2-3 cm. In my opinion, the menorrhagia is either caused by the polyps -now removed via biopsy- or disruption of the endometrium by the protrusion of the device. The MFR's phone rep "jennifer" was not able to recommend a course of action for me at this point, and was unable to tell me if the protruding tail can be cut off hysteroscopically. Dates of use: 2006 - 2007. Diagnosis or reason for use: sterilization.